Event description:
It was reported that during an arthroscopic knee menisectomy using the ambient super turbovac 90 arthrowand and a quantum ii controller, the controller gave consistent unknown error messages. There was a significant delay in the procedure, reportedly 35-40 minutes. The procedure was completed with an alternative device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but the initial reporter refused to release such information. Reference manufacturer's report # 2951580-2011-00202, 2951580-2011-00203.